Event description:
The patient reported falling and breaking a hip and a wrist. The device interrogation indicated that the patient had two shocks forsustained ventricular tachycardia which were reported to be at the same time as the fall. The patient was hospitalized and continues to be in rehabilitation. The device was replaced. No patient further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).